Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment (endomyocardial biopsy) and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry disabled error was prompted on the system. Review of the system log file showed geometry error- error on movement beam c arm. Upon functional testing, the fse found that the cable balancer had too much tension on it and the geo module did not have any stuck buttons. The fse cleaned the c-arm rails well and removed some debris, loosened the cable compensate spring and then recalibrated the c-arm motor currents. After cleaning the c-arm rails, loosening cable compensate spring and recalibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that "geometry disabled" error was prompted on the system. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and cleaned the c-arm rails, removed debris and returned the system to use in good working order.